Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets leaking from site events on (B)(6) 2024. The set was in use for 1-2 days. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-08844 - device 1 of 2.